Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The caller reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that her son had high blood glucose results while wearing a pod. She stated that this pod was activated at 4:24 pm. She provided the following history: at 4:32 am, his result was 500 mg/dl, and he gave himself a 5.80u bolus. When he checked his blood glucose on his backup meter, the result was 551 mg/dl. At 9:34 am, the pod was deactivated. She stated that when the pod was removed, they noticed that the cannula had not inserted and was under the adhesive, and ther was a mark where the cannula was laying on his skin. She said that there was blood on the adhesive and no insulin leakage. At the time of the call, his ketones were 3.8 and she was in contact with his health care provider. She said that she would recheck his blood glucose at 12:00 pm.